Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The mushroom heads check, valve actuation test and system air leak test passed. Patient sensor calibration check passed. The load cell value and verification were within tolerance. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse called to request a cycler replacement as the patient was having drain issues. The patient's ongoing drain issues lead to fluid over load and was admitted to the hospital on (B)(6) 2015. He was transitioned to hemodialysis while they determine what was causing the drain issues. The patient remains hospitalized. Medical records will be requested upon discharge.